Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. The device was returned to the biomedical engineering department with an unsigned note that stated, "turned off without alarms, patient almost died." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Though requested, no additional information was provided, including specific event details, patient outcome, and if any medical interventions were required. Hospira will continue to investigate.